Event description:
It was reported that pump reservoir volume discrepancies had occured the last two months; amounts were not reported. The patient was depressed and experienced leg pain; however, no "withdrawal" was reported. The hcp reported that the pump "has been malfunctioning for at least months". He also indicated that "due to the nature of the type of opiate that is in there, he is not going to experience opiate withdrawal by stopping and withdrawing that pump". The hcp has been titrating the clonidine in the pump. The hcp reported that "since it is not making any difference in his quality of life. It really is in his best interest to remove that pump". Over the 10 years the patient has been known to the hcp, there has been a gradual, but steady pattern of escalation of his medications without any particular change in his level of activity".